Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. The patient reported that they were able to complete treatment using manuals and will revert to manual supplies for subsequent treatments. Upon follow up, the patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler and is continuing with peritoneal dialysis. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. During the disinfection, a leak on cassette film was found. A visual inspection was performed and a pin hole on the cassette film was noticed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the cause of the complaint was able to confirm the reported event.